Manufacturer narrative:
The customer returned the device to philips bench repair. Analysis was performed by a bench repair technician (brt), who confirmed a technical issue with the speaker and determined the speaker required replacement. Based on the results of the analysis, it was determined that the product has malfunctioned, and the cause of the reported problem was the speaker. The issue was resolved by replacing the speaker, and the device was returned to the customer. Section e: reporting institution phone #: (B)(6). Section e: reporter phone #: (B)(6).

Event description:
Philips received a complaint on the intellivue x3 patient monitor indicating that there was a technical issue with the speaker, where the device showed an inop regarding the speaker. The biomedical engineer (biomed) did not know if audio was present during the inop. The device was not in use on a patient at the time of the event, so there was no patient involvement.